Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the device displays the error message: "defective loudspeaker" and it was reported that the ¿sound was not working on the monitor¿. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). A philips fse went on site and evaluated the device and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.